Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 5076-52 lead implanted: (B)(6) 2005. A 694965 lead implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that, after the device change-out, the pacing threshold had risen almost double on the left ventricular (lv) lead. Reprogramming was performed. The lead remains in use. No patient complications have been reported as a result of this event.